Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. Date of event: unknown, not provided. Lot number: unknown, information not provided. Unique device identifier (UDI #): unknown, as lot number was not provided. Expiration date: unknown, as lot number was not provided. If implanted, give date: n/a (not applicable). The cartridge is not an implantable device. If explanted, give date: n/a (not applicable). The cartridge is not an implantable device; therefore, not explanted. There was no lot number reported for this device, therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. Device manufacture date: unknown as lot number was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a tecnis 1-piece intraocular lens (iol) was stuck in the cartridge, and partially inserted into the patient''s eye. There was no surgical intervention performed. Patient outcome was not reported. No additional information was provided.